Event description:
The facility reports two caregivers went into the resident's room to get pt up for supper. The sling was positioned with the head where it was supposed to be and with the two leg straps between their legs. They then brought the lifter over the resident, hooked all the clips to the lifter, and began raising the resident off the bed. The caregivers pushed down on the handle to move the resident to a seated position. One caregiver began moving the lift away from the bed while the other held the resident's feet as they were moved around the side of the bed closest to the door. The left leg clip detached and the resident slipped backwards out of the sling onto the floor on their back and bottom. All the other clips stayed hooked. The resident suffered a 12 cm skin tear to their left leg. The tear was bandaged and the resident was put into their wheelchair and pushed out to the lobby to wait for supper. About thirty minutes later, the resident was taken back to their room and placed back in their bed, where they passed away.